Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in UK during priming. It was reported that a hl20 pump stopped and displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician was onsite for investigation and repair on 2025-11-27. The fst could reproduce the problem on the pump in question and found that some pins on the odu connector have been pushed from sleeves. The odu connector was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint was already investigated in the getinge life cycle engineering on 2019-12-16. The most probable root cause of the pushed-in pins could be determined to mechanical load. Most probably caused by the placement of the pump module on an irregular surface or on top of an object. The review of the non-conformities has been performed on 2025-12-10 for the period of 2019-02-07 to 2025-10-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-02-07. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported error message: "runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: the event occurred on the UK market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043253.

Event description:
The event occurred in UK during priming. It was reported that a hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported failure "runaway" led to an unintentional pump stop. Therefore, a report is required in USA. Complaint ID: (B)(4).